Event description:
The patient experienced withdrawal along with flu-like symptoms, nausea and dizziness. The patient was admitted to the hospital. The pump interrogated and it was found that it had stalled with no recovery several days before the symptoms appeared. She was at home when the stall occurred and the cause was unclear. The physician programmed the pump to minimum rate and further follow-up at the office was pending to discuss options. The patient wanted to try living with minimal intrathecal therapy before deciding to replace the pump. Explant was not scheduled. The patient recovered without sequela from the event.